Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the user is stating that the joystick will freeze while driving and they'll have to turn chair off and back on to drive, also sometimes the joystick will not turn right back on, they need to wait a couple hours.